Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. The reported phenomena could not be duplicated. Therefore, it was considered that there was no abnormality in the device. The possible cause of the blackout of the front panel was that the signal was falsely detected by picking up the power supply noise of other equipment at the start-up of the system. Therefore, communication between the front panel board and the main board was not successful, leading to an e116 error. A temporary malfunction of the front panel was also a possible cause. And it was also possible that a foreign material entered the terminals between the boards due to some factor and it could not operate normally.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, otv error e116 occurred and the front panel was blacked out when the device was turned on. Since the image was displayed on the monitor, the case was carried out and completed. There was no report of patient injury associated with the event.